Event description:
Reporting status: malfunction. Reporting rationale: distal shaft separation has caused or contributed to patient injury previously. Device issue: distal shaft separation. It was reported that during the attempt to take the xience v out of the pack, when removing the cover, it did not want to release. The wire stuck with the balloon and did not want to come out. It was pulled on harder and the balloon / distal shaft broke. It was noticed there were particles on the product. The product was not used on the patient. The decision was made to continue the case with other company's stent. It was alleged that the device issue caused the procedure to be delayed. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).